Event description:
A male patient contacted lifecor customer support to report that he is receiving adjust belt alarms. He stated that he tried to adjust everything and nothing is happening. Patient stated that he was having some heart palpitations and may go to the ER. Support told the patient to call a physician if he was not feeling well, and to call us if he left his house. A patient services representative (psr) visited the patient. She stated that the patient was remeasured and needed a smaller garment. She fit the patient into a smaller garment and the alarms stopped. The psr left and support called patient to do a follow-up. Patient stated that he is not wearing the device because it continues to alarm. Support sent a psr to the patient to exchange the electrode belt.

Manufacturer narrative:
Device eval summary - device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG d. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.